Manufacturer narrative:
Other, other text: the sample was not received for investigation however; images were provided. The customer reported issue could not be confirmed due to no receipt of photos or actual sample for investigation. The images show the needless valve with remnants of the luer; thus confirming the complaint however; images do not allow for a thorough evaluation of the type and condition of the device that was used with the valve. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The root cause for the reported issue could not be determined. If the product is returned at a later, a summary of the investigation results will be provided in a supplemental report. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that two components broke during normal use at the luer lock adapter leaving pieces embedded in the needle-less clave on the intravenous (IV) pigtail. There was no patient harm reported.